Event description:
It was reported that the patient believed that fentanyl was no longer in the pump and the physician would only go up ¿5%¿ because of the side effects. However, within the past nine months the patient had ¿too much¿ fentanyl and he was lethargic and ¿was like a vegetable.¿ the patient had gone through diagnostic tests and these had given no indication of pump malfunction. It was unclear what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial # j11391r54, implanted: (B)(6) 2002, product type: catheter. (B)(4).